Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was very slow in response. The customer rebooted the device and attempted recovery, but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility:(B)(6)medical center a review of the device history record for sn (B)(6)was performed from the date of manufacture, 04-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. Upon investigation of the actual device used in this incident, it was determined that the system was lagging. A technical support specialist dialed into the station found database missing indexes, remove and replace database, full synchronization done, database restored the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.